Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. The pt was hospitalized the same day for the event. The cause of the peritonitis was unknown. On an unreported date in the same month, the pt began treatment with vancomycin ip and rocephin ip (doses and frequencies not reported) for peritonitis. On an unreported date in the same month, vancomycin and rocephin were withdrawn. At the time of this report, the pt remained hospitalized, dianeal therapy was ongoing and the pt was not recovered. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).